Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The additional patient effects reported in the articles are captured under a separate medwatch report. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported slda, death, tissue injury, perforation, cerebrovascular accident, and heart failure. Death, tissue injury, perforation, cerebrovascular accident, and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled "one-year outcomes and their relationship to residual mitral regurgitation after transcatheter edge-to-edge repair with mitraclip device: insights from the ocean-mitral registry".

Event description:
This research article was a retrospective study designed to evaluate clinical outcomes relating to residual mitral regurgitation at discharge after mitral valve transcatheter edge to edge repair (teer). Complications identified in the study included: death, leaflet tear, mitral valve reintervention, closure of atrial septal defect, stroke, heart failure hospitalization, and single leaflet device attachment (slda). In conclusion, both residual mr 2+ and 3+/4+ after transcatheter edge-to-edge repair at discharge were associated with worse clinical outcomes compared with residual mr 0+/1+. Details are listed in the attached article titled, "one-year outcomes and their relationship to residual mitral regurgitation after transcatheter edge-to-edge repair with mitraclip device: insights from the ocean-mitral registry".